Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 17/apr/2017 and 24jul2017. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified crease folds, deformation of the device and weight to the specification. A microscopic analysis was performed which identified no other anomaly. Base on the device analysis, the final assessment is: no issues were found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient experienced the events of ¿left side capsular contracture, baker grade 4 (capsule hardening, palpable, visible and with pain)¿. Later physician reported ¿left side hematoma also observed during surgery which was removed through drainage." The device has been explanted.